Event description:
The customer reported being hospitalized due to high blood glucose over 400mg/dl. The events leading to her admission were nausea, head pain, and falling. Troubleshooting was performed. The customer stated that she had a bent cannula and rec'd a no delivery alarm. Later, the nurse called back and stated that the insulin pump was turning itself off. Advised the caller to review the settings and found no delivery, battery, and low reservoir alarms. Explained the nurse that the insulin pump did not turn off w/o warning. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.